Event description:
Additional information was received indicating that the device was explanted and replaced.

Event description:
It was reported that loss of rf telemetry was observed on the device. No intervention was performed; the patient was stable and there were no adverse consequences.

Manufacturer narrative:
Reported event of no rf telemetry was confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage analysis of device image indicated the loss of rf telemetry was due to a firmware anomaly. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions after re-loading product code were found to be normal.